Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle deployed late. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported that while in the process of activating a new pod and placing it on the skin, the cannula did not initially deploy, which indicates a needle mechanism failure. The patient then reported while deactivating the pod, the cannula then deployed into the skin.